Event description:
It was reported that during a vena cava filter placement procedure, filter deployment difficulties were encountered. The position of the carrier capsule was confirmed by vena cavogram or fluoroscopy before the attempted filter placement. The filter deployed, but the legs did not open. A second filter was placed for this reason and the procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as "stable."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.